Event description:
It was reported that saline leaked from the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing filter during use. The following information was provided by the initial reporter: "the nurses are instructed to examine the tubing prior to using on patient and prime with normal saline prior to the administration of chemotherapy via tubing. The nurse noticed the tubing was leaking at the filter and discontinued its use. If we did not make changes in the process, the tubing would have leaked chemotherapy on either the nurse, patient, or visitors in the chemotherapy suite. That would have lead to a serious deterioration in the state of health of a patient".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking from the filter could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 19096335 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline leaked from the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing filter during use. The following information was provided by the initial reporter: "the nurses are instructed to examine the tubing prior to using on patient and prime with normal saline prior to the administration of chemotherapy via tubing. The nurse noticed the tubing was leaking at the filter and discontinued its use. If we did not make changes in the process, the tubing would have leaked chemotherapy on either the nurse, patient, or visitors in the chemotherapy suite. That would have lead to a serious deterioration in the state of health of a patient".